Event description:
On an unknown date a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in (B)(6) 2023. On an unknown date, the patient experienced a stoma site redness and irritation. On an unknown date, a neurologist prescribed an unspecified antibiotic for treatment.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.